Event description:
It was reported that the inflatable penile prosthesis (ipp) was difficult to operate due to scar tissue around the pump. The physician did not believe that the scar tissue was caused by the device. The device was working as intended but was replaced with a tactra to make it easier for the patient to use the pump. There were no additional patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was difficult to operate due to scar tissue around the pump. The physician did not believe that the scar tissue was caused by the device. The device was working as intended but was replaced with a tactra to make it easier for the patient to use the pump. There were no additional patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion codes.